Event description:
Unable to activate the vial-mate for the azithromycin and no fluid would dispense into the vial. Attempted with a second vial which partially filled, but still unable to completely recon vial and disperse drug contents into base solution. Reference report mw5155783.